Event description:
The patient reportedly hit her head at the implant site and experienced pain when using the device. External equipment was exchanged and programming adjustments were made. However, this did not resolve the issue. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.